Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 19:35:47. During night drain cycle three, the patient's ultrafiltration reading was 798ml, indicating the home patient (hp) drained 798ml more than their maximum programmed fill volume of 1300ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.